Event description:
It was reported that, "patient was connected to bulb suction that was not working. It kept reinflating with air. The charge nurse and I then set the chest tube up to a pe. The pe was bubbling continuously and the clinicians got an x-ray to determine whether it was a pneumothorax. The provider was involved and the x-ray showed a mild pneumothorax. The pe kept bubbling all night and at one point, the night shift rn heard a hissing sound coming from the spot where the charge nurse and I had zip tied the chest tube setup closed. Clinician then changed the zip tie with the night shift charge nurse. The hissing noise stopped but the chest tube kept bubbling. It was then replaced with another bulb suction, which was then able to hold suction effectively." At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). Customer complaint cannot be confirmed since the issue does not seem to be related with the pleur evac unit per complaint description that say "patient was connected to bulb suction that was not working" and "it was then replaced with another bulb suction, which was then able to hold suction effectively" a device history review could not be conducted since the lot number was not provided. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that, "patient was connected to bulb suction that was not working. It kept reinflating with air. The charge nurse and I then set the chest tube up to a pe. The pe was bubbling continuously and the clinicians got an x-ray to determine whether it was a pneumothorax. The provider was involved and the x-ray showed a mild pneumothorax. The pe kept bubbling all night and at one point, the night shift rn heard a hissing sound coming from the spot where the charge nurse and I had zip tied the chest tube setup closed. Clinician then changed the zip tie with the night shift charge nurse. The hissing noise stopped but the chest tube kept bubbling. It was then replaced with another bulb suction, which was then able to hold suction effectively." At the time of this report the customer has not returned our requests for additional information. If additional information is received, the complaint file will be updated.

Manufacturer narrative:
Qn# (B)(4). Other remarks: n/a. Corrected data: n/a.